Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that were connection issues with an unspecified quantity of ¿interlink t- connectors¿. It was reported, the ¿interlink t-connector¿ would not securely connect to the one-link needle-free IV connector. This was further described as the t-connector ¿easily pops off from the one-link¿. The customer reported, there have been disconnections which result in leaks of heparinized saline. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.